Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The staples were malformed. Another device was used to complete the case. There was no pt consequence.